Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 24 mmol/l at the time of the incident. Customer reported insulin flow blocked and critical pump error alarm. Customer stated that they had tried all remedies. It was unknown that auto mode feature was active or not at the time of event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
S/w version: 4.11j. Retainer =¿black. Pump case type: ngp. ¿ customer returned pump for an alleged critical pump error (open book image) alarm and insulin flow blocked alarms found on (B)(6) 2022.¿ allegation to high bgs noted. ¿ no¿critical pump error (open book image) alarm¿noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and¿self test.¿successfully downloaded history files and traces using thus.¿pump was cut open to perform visual inspection and found moisture damage on the [force sensor/pcba1]. No¿fatal¿critical¿alarms or¿three consecutive¿critical handling alarms found in the history files or traces. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2022 at 13:24:08.000 and at 13:24:27.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. ¿force sensor zero offset (within) specification (23.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing.¿the following were noted during visual inspection:¿scratched case, pillowing keypad overlay, cracked keypad overlay, label damage, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. ¿ insulin flow block alarms not confirmed during testing. Critical pump error (open book image) alarm¿not confirmed. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.